Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of 125 ohms. No noise was observed. Boston scientific technical services (ts) discussed troubleshooting options, increasing the shock impedance alert, and continued monitoring of the patient with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.